Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that a crossing difficulties was encountered and shaft kink occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 15mm emerge¿ balloon catheter was selected for use and advanced but failed to cross the lesion. Subsequently, it was noted that the catheter shaft was kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the balloon. The balloon was loosely folded. There were multiple kinks throughout the hypotube. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed a 17mm longitudinal tear from the proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).